Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The bacterial peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was undetermined. Beginning on the day of onset, the patient was treated with cefazoline (2 grams per day, intraperitoneally, duration not reported) and gentamicin (80 milligrams per day, intraperitoneally, duration not reported) for the bacterial peritonitis event. Antibiotic treatment with cefazoline and gentamicin was ongoing. Dianeal therapies were ongoing. The patient was recovering from the bacterial peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was reported to be due to a break in aseptic technique, further described as a patient error (no further detail was provided). One week after beginning treatment for the peritonitis with cefazoline and gentamicin, the treatment was discontinued. On the following day, the patient began treatment for the peritonitis with vancomycin (one gram per day, intraperitoneally (ip)) and amikacin (500 mg per day, ip). Twenty five days later, vancomycin and amikacin treatment was discontinued. On the same day, the patient recovered from the event. On the same day, the patient was discharged from the hospital. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.